Event description:
A total of 10 implants were placed 8/12/96. 9 failed to integrate and were removed at different times, ranging from 12/2/96 to 1/22/97. One removed 1/15/97. Two removed 1/22/97. One person affected.